Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date unknown. Device has not been returned to manufacture. Device lot # was not provided/unknown. Product not returned to manufacturer.

Event description:
Doctor indicated that implant relocated into sinus. Implant has been removed with caldwell-luc technique.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Therefore, the complaint is non-verifiable. The patient code and the device code were corrected. They were entered in f10 in the initial report.